Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation(uterus)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sarcoma and gas pain. Concomitant products included codeine phosphate; paracetamol (tylenol with codeine no.3) and ibuprofen. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition:depression"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("abdominal pain lower"). On (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia),"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and uterine mass ("tumor / teratoma / cancer type: uterine mass"). On an unknown date, the patient experienced alopecia ("hair loss,"), pelvic pain ("pain,") and back pain ("lower back pain"). The patient was treated with surgery ((hysterectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, dyspareunia, alopecia, fatigue, pelvic pain, uterine mass, vaginal discharge and weight increased outcome was unknown, the depression and abdominal pain lower had resolved and the back pain was resolving. The reporter considered abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine mass, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results of essure confirmation test- total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2018: impression: large round heterogeneous uterine mass with vessels or lakes scattered throughout it, as described above. Enlarged uterus due to the mass. Otherwise, unremarkable ultrasound. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: back pain, depression, lower abdominal pain, dysmenorrhea, menorrhagia, uterine mass, vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs and mr received : aka name added, reporter added, , patient demographic added, essure insertion date updated and removal date added, event injury nos is replaced with uterine perforation. Events added- pelvic pain, abnormal bleeding (vaginal, menorrhagia), migraines, headaches, depression, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, uterine mass, vaginal discharge, weight gain, abdominal pain lower, back pain. Events onset date, events severity, concomitant drug, medical history and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.